Event description:
It was reported that there was a button error. The blood glucose reading was not given. It is possible that the insulin pump was exposed to moisture. The customer was advised to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.